Event description:
It was reported that, "pt presented to surgeon's clinical office with complaints of start up walking pain. X-rays confirmed aseptic loosening of implant of left hip."

Manufacturer narrative:
Device was not removed per pt request. If additional info becomes available, it will be submitted in a supplemental report.